Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the large syringe had broken loose at the top of the glass from the metal base. Fse replace the large syringe, primed, performed a wash and drain flush. Fse was subsequently able to run precision and quality controls (qc) without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15sep2017 through aware date (B)(4) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. 706 syringe-l error: explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to failure of the large syringe.

Event description:
It was reported that the customer received "710 z1-axis "and "706 syringe-l" errors with their g8 analyzer. The customer ran a sample rest and then heard a grinding noise when the needle went into the wash/diluent well. The customer exchanged the needle; and initially, the issue appeared to have resolved; however, when the customer removed the sample rack the needle appeared to have went down on the outside of the tube. The customer stated that she was no longer getting any total areas when she attempted to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.